Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator, (B)(6) 2012; 5076-52, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead threshold increased and the sensing had decreased from implant. A microdislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.